Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported a leak; subsequently, bleed back was noted. It was reported the tubing set was flushed using a 3ml syringe via the clave port. An unspecified tubing set was then connected to the clave port for delivery of an unspecified solution. After an unspecified length of time, it was noted that the solution was leaking from the connection of the clave port and the tubing set and an unspecified volume of blood backed up into the tubing. The tubing sets were replaced and the therapy was resumed. Upon disconnecting the tubing set from the clave port, it was noted that the silicone sleeve of the clave remained depressed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.